Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not working powerful enough to graft the harvest smoothly. The device malfunction occurred during surgery but there was no delay and no patient harm. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device did not work accuracy. On (B)(6) 2017, there was clarified that the issue occurred during surgery but there was no delay and no patient harm. It was reported that the device was not working powerful enough, graft harvest not smoothly. The event is not related to out of box failure. The harvested graft was usable. No additional graft required from the patient. The blade was properly placed for use. The device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required. Review of the information determined that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. The surgical technique for the product was utilized. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the motor was at 0 rpm. The control lever torque testing was not performed. The device was within calibration at all four settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motor, handpiece switch, needle bearing and ball bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device did not work accuracy and not being powerful enough" was confirmed since during initial inspection the motor was at 0 rpm. The reported even ¿graft harvest not smoothly¿ was non-verifiable since there is no mention of a graft during initial inspection. The root cause of the device not working and not being powerful enough was due to. The motor being dead. The root cause of the graft not being smooth could not be determined with the provided information since there was no mention of a graft during initial inspection. The issue was resolved with the replaced vespel sleeve bearings, semi-circle bearings, screws, motor, handpiece switch, needle bearing and ball bearing the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.